Event description:
It was reported from the medical surgical oncology department that the device stopped unexpectedly in the middle of a mesna infusion programmed for a duration of 30 minutes. There were no adverse effects caused to the child patient.

Manufacturer narrative:
Investigation conclusion: the customer¿s concerns of the device stopping unexpectedly in the middle of an infusion was not confirmed in the review of the event logs. Results from a review of the syringe module event log identified two infusions programmed for approximately 30 minutes, of unknown medication on (B)(6) 2020 at 1:38:00 am and at 4:43:20 am. However, it is not known what medication was programmed. An infusion of unknown medication was programmed at 5:02:17 pm, started, and was then channeled off by the user. No further entries were observed after the infusion program was started. The unit passed the plunger force accuracy, the barrel clamp accuracy test, and the plunger position accuracy test and is operating in specification. Device inspection: the syringe module was received with the instrument seal intact. There were no other significant anomalies observed internally or externally on the sm (syringe module). Syringe module was observed with dull iui connector contact pins. All possible replacement parts were observed to be bd parts. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s complaint of the device stopping unexpectedly in the middle of an infusion, programmed for a duration of 30 minutes was not identified. Source device demonstrated to be operating as intended during testing. Device history review: a review of the device history record showed the device had a manufacture date of 05jun2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for serial number (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Device received for evaluation.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. However, the customer stated that the patient was a white male child.

Event description:
It was reported from the medical surgical oncology department that the device stopped unexpectedly in the middle of a mesna infusion programmed for a duration of 30minutes. There were no adverse effects caused to the child patient.